Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. During system check with tandem tech support, occlusion was determined to be at the infusion set tubing. There was no impact to customer's blood glucose level. Reportedly, customer changes cartridge every 3-4 days.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog has been tested for up to 72 hrs. The product has been returned for eval. Should new relevant info becomes available, a supplemental report will be submitted.